Manufacturer narrative:
During inspection and testing, the image was an image failure due to damage on the cable unit. In addition, the endoscope could not be attached smoothly due to deterioration of the adapter, there was a leak due to damage on the cable unit caused by physical/chemical stress, and there were kinks on the cable due to physical stress, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported interference on the subject device when the electrosurgical unit was in use, possibly due to a faulty video cable shield. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was an image failure. This report is being submitted for the malfunction found during evaluation (image failure). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that endoscope image was upside down due to misalignment of the camera head unit. The root cause of the misaligned camera head unit could not be identified. Olympus will continue to monitor field performance for this device.